Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated at the customer site. A review of the alarm log identified an occurrence of an f-38 alarm, confirming the reported condition. The cause was due to damaged force sensing resistors (fsrs). The fsrs were replaced to resolve the reported issue. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that an f-38 alarm was noticed in a flogard infusion pump. It is unknown when the reported condition occurred. No patient involvement. No additional information available.